Event description:
It was reported that the patient had an infection. In turn, the patient underwent surgery wherein the scs system was explanted.

Event description:
Additional meaningful information received indicated that the infection has resolved.